Event description:
It was reported that the patient had a connection issue with their titanium adapter because it was too hard to connect the titanium adapter and the patient connector. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation; therefore, a device analysis could not be performed. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a follow-up medwatch will be submitted.